Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving a ¿restart ilet¿ alert during tubing fill following three consecutive supply changes using connectors from the same box. The user confirmed proper procedure but noted this alert only occurred with connectors from the new box. The agent guided the user through a dry run with another connector lot, which completed without issue. The user was advised to discontinue the affected box and replacement connectors were shipped. The affected connectors will be returned for investigation. Blood glucose (bg) was not affected. No medical intervention or injury reported at the time of call.